Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized, and all ports recognized instruments. The probable root cause in this case cannot be determined as the issue was not confirmed in the fa.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report errors c-82, c-83 on the vio integrated electrosurgical generator unit (iesu). Prior to call, site already rebooted the unit multiple times, but the issue persisted. The tse reviewed logs and confirmed the error behavior. The procedure was converted to traditional laparoscopic surgery with no reported injury.